Event description:
In 2009, patient reported her infusion device has been giving her occlusion errors all day. She stated her occlusions started this morning but she was not able to get to her supplies due to an injury which has made her immobile. She reported that she was finally able to get to the kitchen and tested her blood glucose with a reading of 423 mg/dl. Patient reported she has only eaten 4 crackers today and adjusted her temporary basal rate down to 70% or 80% because she was not eating. Patient had already removed the infusion site and tubing that was giving her the occlusion message. Patient reported prior to the occlusion, the site and tubing were started 4 days ago. Educated her on changing site every 48 hours with her infusion headset. Patient stated she usually leaves it in for 60 to 72 hours. Patient reported she has never changed the adapter but has tried cleaning the air holes with a paper clip because of dried insulin in the holes. Advised patient adapter needs to be changed every 10th cartridge change. Unable to troubleshoot the occlusion due to patient disconnecting it. Educated patient on the importance of changing the infusion sets and adapter as recommended. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call two weeks later, patient reported her blood glucose is back in the normal range.

Manufacturer narrative:
No product will be returned for evaluation.